Event description:
Boston scientific received information that during a routine device change out procedure, the set screw was stripped, preventing the atrial lead from being released from the header. The physician elected to cut the atrial lead and explant the device. A new atrial lead and device were successfully implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.